Event description:
It was reported that a pt underwent an anterior colporrhaphy, pelvic floor repair procedure, and a pubovaginal sling procedure with cystoscopy on (B) (6) 2008. At the first post-surgical visit on (B) (6) 2008, the surgeon noted palpable mesh at the anterior wall and the pt was advised to return in four to six weeks. On (B) (6) 2008, the pt visited the surgeon and was diagnosed with an anterior wall defect, mesh erosion, and vaginitis. Premarin cream was prescribed. The pt returned to doctor on (B) (6) 2008 and the doctor again noted the mesh erosion, albeit improved. On (B) (6) 2009, the mesh erosion was again diagnosed and on (B) (6) 2009, vaginitis was diagnosed. It was reported that the mesh eroded into the pt's bladder, caused an infection, and led to her death on (B) (6) 2009. The death certificate listed bladder mesh, sepsis, and anemia as the cause of death. No additional info was provided at this time.

Manufacturer narrative:
(B) (4). (B) (4). Mesh exposure. Vaginitis. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. There are two possible devices involved in this event. Prolift anterior pelvic floor repair system - product code pfra01 - batch 3083363 - mfg date: 10/15/2007, exp date: 09/03/2010. A review of the batch mfg records for the prolift possible batch number was conducted and the batches met all finished goods release criteria. Gynecare tvt secur system - product code - tvts1, batch 3101773 - mfg date: 02/08/2008, exp date: 10/31/2009.